Manufacturer narrative:
Medwatch sent to FDA on 01/06/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, erythema, and soft hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema, erythema, and soft hardening as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported a year after injection to the malar with unspecified juvederm voluma patient developed "edema, erythema and soft hardening of treated areas." No medical or surgical intervention noted. Symptoms are ongoing.